Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion alarm event in which the two infusion sets cannula was bent and had high blood glucose event on (B)(6) 2026. The site of insertion was abdomen.